Event description:
It was reported that the patient with this insertable cardiac monitor (icm) has an open infection. The patient has dementia and was scratching the implant site. The icm was removed and it is expected to be returned. No new icm was implanted. No adverse patient effects were reported.